Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct and hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost and replaced by several dots on the screen. The physician replugged the spyscope and rebooted the controller; however, the image still not came back. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.